Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) through patient. Patient called back and reported same information, still no improvement. They reviewed programming direction and how to switch programs. Patient was again redirected to doctor about wound and dressing care. Patient was sore back there, however when asked, patient said that they had always been sore, said had neuropathy and was numb.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated there was no improvement since implant, patient was still experiencing the same problems. Patient reported he had problems every time he passed gas. There was no change in therapy related to positional movement. Communication was made between the patient programmer (pp) and ins and it showed stim was on. Patient did not feel stim in the bike area. Patient reported this event as being a sudden change in therapy/symptoms, but also reported that the issue had been going on since implant. Patient also had questions about wound care and changing the dressing. Patient was redirected to the healthcare professional (hcp) for this. It was reported that the patient called back and reported same information, there was still no improvement. Programming directions and how programs are changed was reviewed with the patient. No further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they had problem with gas sometimes and when asked if there has been no improvement in symptoms, patient responded as yes and no. No further information provided.